Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and flush drive support disk. A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. A missing end cap sticker was noted. The motor tested okay.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 6.0mmol/. Advised to discontinue use of the insulin pump. No additional information was provided.